Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable.

Event description:
Additional information received: a. What part of the instrument broke? Distal part. B. Did it break into two or more pieces? If no, please specify what is the alleged deficiency, is it dull, bent, cracked, stripped, scratched, worn, cross-threaded, or any device interaction issues? It broke into two pieces, peeling off the metal end that the operator hit with the hammer. C. Was there a surgical delay because of this event? If yes, what is the duration of the delay? No delay. D. Please provide a valid lot number for 221750041: pinnacle straight impactor ¿ lot. So2055048 & lot. So2047959.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Device broke into 2 parts, by peeling off the metal end that the operator hits with the hammer. No patient impact.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: device broke into 2 parts, by peeling off the metal end that the operator hits with the hammer. No patient impact. The device associated with this report was returned to depuy synthes for evaluation. Visual analysis of the returned device found that the pinn straight cup impactor was broken from the hammer plate. The broken fragment was not returned for evaluation. Additionally the device has signs of heavy damage and deep gauges at the proximal end. The observed condition of the device was consistent with off label use due to the sample was used inappropriately. A functional test was unable to be performed due to the post-manufacturing damage. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the pinn straight cup impactor would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to user, and it has been determined that no corrective and/or preventative action is required. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.